Event description:
(B)(4). My obgyn recommended it as a safe, permanent device, non evasive procedure. At the time I didn't want to have anymore children so I took the option. A few months after my period began to be very heavy at times. Fever with onset of menstruation the doctor said it would get better well it didn't. I started to have frequent headache precramping something I never had prior and unexplainable pains and symptoms. I contribute it to getting old but for someone who was never sick to all of a sudden have illment of unknown source it was troubling. I myself started to think I was going crazy. I had multiple teeth going bad breaking and development of cavity. Joint pain that manifest itself as an autoimmune disorder but tested negative. Pain during and after sex along with a continuous odor all test was negative.